Event description:
The technician alleged that the brake casters would rotate in a circle while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake castes to resolve the issue.